Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a trauma suturing, when the package was opened before stitching, it was noted that the needle and thread broke. The needle and thread were separated and unable to suture normally. They replaced the suture to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trauma suturing of a common clean wound operation, when the package was opened before stitching, it was noted that the needle and thread broke. The needle and thread were separated and unable to suture normally. They replaced the suture to complete the case. There was no patient injury.